Event description:
Information was received indicating that a smiths cadd-legacy 1 pump might have not administered the right dose amount of the medication being infused. It's unclear if the issue is due to a programming error or a pump malfunction. There was no reported injury to the patient.

Manufacturer narrative:
One cadd cassette from p/n 21-7302-24 and l/n unknown and an extension set was received, p/n 21-7106-24 l/n unknown. The sample was received in used condition without its original packaging inside a plastic bag. The sample was visually inspected at a distance of 12" to 24" and normal conditions of illumination; no discrepancies were found. The returned cassette sample and extension set were connected to the cadd legacy plus pump to look for unusual functions. The high pressure alarm was activated and the extension set leaked in the filter. Accuracy testing was also conducted and no discrepancies were detected; the accuracy test was successfully passed. The reported "pump programming" issue could not be duplicated with the cassette, however, the extension set presented a leakage.